Event description:
It was reported to philips that the system failed to boot, halting at 0:00 due to software corruption on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restored the ghost backup and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).